Event description:
It was reported that a patient received second degree burns during a left foot study in the avanto mr equipment. The operator was using a head coil to do the foot study. The hospital did not have an extremity coil at the time of the event. The operator introduced a metallic film approximately 8 inches wide which was wrapped around the patient's right leg as an rf blanket. The metallic film caused the heating and resultant fire. The patient received second degree burns when the fire occurred. During the exam, the patient called the technologist complaining it was hot, and that something was wrong. The hospital staff immediately entered the room; the plastic on the wrapped leg flashed and began burning which burned the patient's leg, clothing, and the pillow that was on the table. The fire was extinguished using a blanket on the fire. The hospital would not release the coil for testing in the factory. The head coil was tested by local service. The connector was tested and the coil operated within specifications. The signal to noise ratio was almost exactly that of the test performed approximately one month earlier, during a preventative maintenance check of the system, no problems were found with the system operation. The severity of the injury and any additional treatment was not disclosed by the hospital.